Event description:
It was reported during a cruciate ligament reconstruction surgery, the screw broke. No patient injury was reported.

Manufacturer narrative:
One 8x25 mm biorci-ha screw was returned for evaluation. Visual assessment of the screw confirmed the reported breakage. Approximately 6mm of the distal threads have broken off and were not returned for examination. The remaining threads are deformed. The tri-lobe portion of the screw that interfaces with the screw driver is stripped. Dimensional assessment is prohibitive due to the screws condition. The condition of the screw indicates it was subjected to excessive force during insertion. Per the device IFU under precautions ¿excessive force should not be placed on the delivery instrument¿. Use error may have been a contributing factor to the event. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.